Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell, part of the shell is missing. A microscopic analysis was performed which identify sharp edge broken assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on posterior assessed as unidentified (tear) opening. Missing shell assessed as inconclusive.

Event description:
Patient reported "one of the implants broke and 5 lymph nodes in that breast contain this substance. I have terrible pain in my breast and am losing weight even though I eat normally. I also have itch and eczema in several places on my body." This record is for left side. Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma and rupture.

Event description:
Patient reported "one of the implants broke and 5 lymph nodes in that breast contain this substance. I have terrible pain in my breast and am losing weight even though I eat normally. I also have itch and eczema in several places on my body." This record is for left side. Device has been explanted.